Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be diet issue, however, this was not further specified, and therefore the cause of the peritonitis event will be assessed as unknown. It was reported the patient was hospitalized for an unreported indication. On an unreported date during hospitalization, the patient was treated with unspecified imported antibiotics for peritonitis. On an unreported date, the patient passed away ¿after rescue.¿ the cause of death was unknown. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.